Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient nurse reported that the peritoneal dialysis (pd) cycler was previously unplugged because the patient had to go to a procedure and now they would like to resume treatment. The cycler was alarming with a power failed recover failed. The nurse was informed that treatment could not be continued. The refused to provide details on the procedure, patient's name, purpose of hospitalization, and hospital records. There is no allegation of a reportable machine malfunction and no indication that a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. No further information will be provided by the hospital. The device and samples were not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.